Event description:
Report received indicated patient developed rash under taper border after one month of use. Prior to the receipt of the complaint, the patient used crusting and barrier film products on peristomal area. After one month of use, the patient does not want to discontinue use. Samples of other cohesive seals were sent to the patient for use in conjunction with product. Further information regarding patient results were not available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.